Manufacturer narrative:
The fixation tool which was used during the implant procedure was returned and analyzed. Analysis found no characteristics of the tool that could have contributed to the reported clinical observations.

Event description:
Boston scientific received information that, during an implant procedure, difficulty was encountered extending the helix of this right ventricular (rv) lead. The connector tool was reseated on the tool, and a second attempt to extend the helix was unsuccessful. The tool was again removed from the lead, and the helix quickly extended fully. Due to poor thresholds, the lead was repositioned, and the patient reported pain. An echocardiogram noted cardiac tamponade, requiring draining of the pericardium. It was alleged the lead perforated the patient's heart due to the quick extension of the helix. The patient was hospitalized. No further adverse patient effects were reported.

Manufacturer narrative:
The available information suggests the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.